Event description:
The customer stated that the probe dripped fluid into one of the resolve panel a reagent red blood cell vials.

Manufacturer narrative:
The customer stated that the probe dripped fluid into one of the resolve panel a reagent red blood cell vials. The customer stated that after the incident occurred the tech found that the cap on the waste bottle was not secure. The tech tightened the cap and resolved the issue. If a probe drips fluid into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible pt. The likelihood of serious injury is not remote. Based on the available info, mts is reporting this event based on the potential for injury should the event recur without detection by the user.